Event description:
It was reported that the customer experiences air bubbles in the reservoir. The customer's blood glucose was unknown. The reservoir will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.